Manufacturer narrative:
According to the customer, the absorbent fill is thin and unevenly distributed, with areas lacking sufficient material. When wet, the absorbent gel clumps together, compromising integrity and containment. The inner lining design causes discomfort in the groin due to its depth and rigidity. Additionally, the frilled leg openings have been noted as uncomfortable and undesirable by residents. There is insufficient absorption capacity for heavy voiding, leading to frequent leakage, particularly when residents are repositioned onto their side. The two-piece construction contributes to poor fit and structural weakness. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the absorbent fill is thin and unevenly distributed, with areas lacking sufficient material. When wet, the absorbent gel clumps together, compromising integrity and containment. The inner lining design causes discomfort in the groin due to its depth and rigidity. Additionally, the frilled leg openings have been noted as uncomfortable and undesirable by residents. There is insufficient absorption capacity for heavy voiding, leading to frequent leakage, particularly when residents are repositioned onto their side. The two-piece construction contributes to poor fit and structural weakness.